Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fractured lead conductor, which was suspected during outpatient visit. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the d6a: implant date.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fractured lead conductor, which was suspected during outpatient visit. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.